Manufacturer narrative:
E1. Initial reporter addr 1: dr. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.

Event description:
Report 4 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated hemolysis and poor barrier separation. 100 retained samples from each lot number, were visually examined, and no defects relating to poor barrier separation or hemolysis were observed. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4326360, 5007686 and unknown, for the indicated failure mode: poor barrier separation and hemolysis based on the photos provided. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.